Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. Per visual inspection: cap is loose. No physical damage to cartridge holder or inpen was noted. Customer reports: inpen not pairing to phone app. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. The leadscrew was received 1/4 it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis: the electronic was proven to be functional and producing healthy encoder signal when the mechanical components of the encoder were removed from the system. The fact that the random and noisy pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Therefore, the customer complaint of inpen not paring to phone app and dose log inaccuracy was confirmed due to contact springs on encoder board not making contact with pattern wheel. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com other device to mobile-unresolved, dose log/report data inaccuracy occurred. There was no adverse impact or consequence reported as a result of this event.